Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient ethnicity and race was not provided for reporting. (B)(4). Expiration date= na. Lot number = 0579c. Device is not expected to be returned for manufacturer review/investigation device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This is one of three medwatches being submitted as three devices were involved in this event. See medwatch 2214133-2019-00100, 2214133-2019-00101&. The same consumer is represented in each medwatch.

Event description:
A mother called on behalf of her daughter to report an event with band aid brand hydroseal bandages all purpose. The mother used a hydro seal on her daughter on (B)(6) 2019. On (B)(6) 2019, the consumer¿s skin appeared to be gone. The consumer sought medical attention and was prescribed silver sulfadiazine burn cream. The consumer is still experiencing symptoms. This is one of three medwatches being submitted as three devices were involved in this event. See medwatch 2214133-2019-00100, 2214133-2019-00101& 2214133-2019-00102. The same consumer is represented in each medwatch.

Manufacturer narrative:
Johnson & johnson consumer, inc. Is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which johnson & johnson consumer, inc. Has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, johnson & johnson consumer, inc. Or its employees that the report constitutes an admission that the device, johnson & johnson consumer, inc., or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis device history records review was completed. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition and product was manufactured per specification. This product was manufactured on january 25, 2019. If information is obtained that was not available for this follow-up medwatch, an additional follow-up medwatch will be filed as appropriate.